Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.6, lab: 2.82. Customer called back and stated that she was not sure what lot was used, although she had reported a specific lot on the original call.